Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller said the patient has been in a nursing home for about 3 years and has not been able to charge their implant in the last 2 years. Caller said the implant is "sending random charges down into her back and into her vagina" caller also mentioned the patient is physically completely debilitated but mentally they are 100% fine. The patient was redirected to their healthcare provider to further address the issue. Agent emailed physician listings and sent a message to the medtronic reps in the area. Email sent to prs to update the patient's address. Patient rep states she is not sure who the physician is.